Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2014-00133. It was reported a physician performed a novasure endometrial ablation on (B)(6) 2014 and received several unsuccessful cavity integrity assessment (cia) tests. The physician suspected a perforation at the "mid fundal area", but could not confirm during the hysteroscopy. The procedure was aborted. No intervention was required and the patient was discharged home. A hysteroscopy, dilatation, and sounding with both a suresound device and metal sound (non hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.